Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited oversensing of noise that resulted in pacing inhibition with >2 seconds of asystole. It was noted that the patient underwent an x-ray, a computerized tomography (CT) scan and a nerve block procedure that utilized stimulation or ablation. The procedure corresponded with the episodes of noise. No further noise was observed post procedure. No adverse patient effects were reported. This product remains implanted and in service.